Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that ra lead high, out of range, low voltage lead impedance and loss of capture were observed. The device was explanted and replaced. The patient was stable.

Event description:
New information received notes that no device malfunction was noted. The device was explanted and replaced due to elective replacement indicator (eri).